Manufacturer narrative:
Unable to verify software due to frozen display on the medtronic logo. Device received with frozen display on the medtronic logo, problem isolated to the electrical board. Unable to verify missing segments, partial display or perform the self test and displacement test due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on unknown date. Customer was not using insulin pump since then. Customer called to seek assistance in setting up new insulin pump. Customer reported after putting new battery screen was flashing and not working properly. The insulin pump will be turned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, customer alleged for hospitalized for high bg, dka and repeated flashing screen with a medtronic logo. Also, reason code for missing segments/partial display. The test p-cap and reservoir does lock in place in the reservoir compartment. No cosmetic damage during the visual inspection. Pump was received with frozen display with flashing with medtronic logo with and audio beep and vibrate alert. Unable to download thump and carelink due to frozen display with flashing medtronic logo with and audio beep and vibrate alert. Unable to verify missing segments/partial display and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to frozen display with flashing medtronic logo with an audio beep and vibrate alert. Pump was cut open to perform visual inspection and found no moisture damage or corrosion on the pcba1, pcba2, force sensor, motor, battery tube and vibrator assembly noted. The original pcb 1 was installed in a test pcb 2, case, internal battery, and motor. Powered the pump on using the battery simulator and frozen display with flashing medtronic logo with and audio beep and vibrate alert noted. The original pcb 2 was installed in a test pcb 1, case, internal battery, and motor. Powered the pump on using the battery simulator and frozen display with flashing medtronic logo with and audio beep and vibrate alert noted. In summary, pump unable to verify missing segments/partial display due to frozen display with flashing medtronic logo with an audio beep and vibrate alert. Frozen display with flashing medtronic logo with an audio beep and vibrate alert was confirmed problem isolated to the pcb 1 and pcb 2. Unable to verify customer complaint for high bg and dka. Unable to download thump and carelink due to frozen display with flashing medtronic logo with and audio beep and vibrate alert. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.